Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after crossing the septum with the steerable guide catheter (sgc) the patient's blood pressure dropped and the patient was required to be reanimated and connected to emo for stabilization. Then a mitraclip was successfully implanted and the final mr was reduced to grade 1. An asd-occluder was implanted to close the septum and the procedure was discontinued. After the procedure, it was reported that there was challenges removing the sgc from the stabilizer. The final mr was grade 1. There were no clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported patient effects of hypotension could not be determined. Hypotension is a known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were the result of case-specific circumstance.

Event description:
N/a.